Event description:
The patient reported that the infusion device delivers too little insulin and he has experienced elevated blood glucose of up to 300 mg/dl for 4 weeks. He also reported e4 (occlusion) error is often displayed and the infusion device makes a noise during bolus delivery. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.